Event description:
It was reported that intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set and resumed insulin to address the issue. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.